Manufacturer narrative:
The initial medical device report was submitted (2938836-2015-03602). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported during a follow-up, the battery voltage prematurely dropped. Previous check estimated longevity of six years, and it now showed six months remaining. The device was explanted and replaced. The patient condition is good.